Event description:
This case was initially received via regulatory authority FDA (reference number: mw5069955) on 09-jun-2017. This prospective pregnancy case was reported by an other and describes the occurrence of abdominal pain ("severe abdominal pain") and pregnancy with contraceptive device ("unexpected pregnancy with essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unexpected pregnancy with essure". Concomitant products included beclometasone dipropionate (qvar), clindamycin, cyanocobalamin (vitamin b12), levonorgestrel (mirena), loratadine (claritin), multivitamins, mupirocin, promethazine, salbutamol (albuterol) and ursodeoxycholic acid (ursodiol). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("chronic back pain"), pain in extremity ("leg and arm pain"), headache ("headaches"), hypoaesthesia ("numbness") and paraesthesia ("tingling in my feet and hands"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the abdominal pain, pregnancy with contraceptive device, back pain, pain in extremity, headache, hypoaesthesia and paraesthesia outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, headache, hypoaesthesia, pain in extremity, paraesthesia and pregnancy with contraceptive device with essure. The reporter commented: concomitant drug included: petropozole. Required intervention was mentioned but not specified and/or assigned to one of the events. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.